Manufacturer narrative:
The pump was programmed and monitored for 1 day with no blank display noted. All operating currents are within specification. The off no power alarm functions properly. The pump passed self-test and displacement test. The pump had a missing display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. No damage noted on isolation tape on lcd board. The pump had moisture damage on electronic assembly and on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display. The blood glucose at the time of the incident was 215 mg/dl. The customer states the screen is sunk in and is blank. The customer states they are unsure how the damage occurred. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.